Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx closure device and delivery system (wds) was inserted through a watchman access system. The wds was deployed, and it was noted that the position, anchor, size and seal (pass) criteria was not met. The physician decided to release the closure device knowing there was a 5.5mm leak present. The physician placed a 10mm non-boston scientific vascular plug to seal the gap and the laa ostium was successfully sealed. There were no patient complications or consequences as a result of this event.